Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2026). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the needle was allegedly fired without pressing the firing button. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed and five sealed monopty disposable core biopsy instrument were returned for evaluation. Only the unsealed sample will be considered for evaluation as the remaining five samples were returned in a sealed condition. During visual testing, device appeared to be clean, received in its initial position and no other visual anomalies were noted to the unsealed samples. Upon functional testing, sample was functionally tested by twisting the rotational knob once and the cannula retracted and locked into place. Stylet retracted when the rotational knob was turned once more. By cocking and firing a couple of times the device was further tested. Device was able to be fully primed and fired without any issues and the device did not self-activate. The device was further tested by disassembling and inspecting the internal parts and no anomalies were noted to the hubs also no further testing performed. Therefore, the investigation for the reported self-activation cannot be confirmed as the device did not self-activated during functional testing. A definitive root cause for the alleged self-activation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiry date: 02/2026), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the needle was allegedly fired without pressing the firing button. The rotation of the grip felt uncomfortable. There was no patient contact.